Event description:
The patient was admitted for coil embolization for an aneurysm in the iliac artery. There was no calcification and tortuosity in the target vessel. The second coil ((B) (4)) was placed in the aneurysm successfully without any difficulty. Then the third coil ((B) (4)) was delivered, however, when the third coil reached and was inserted in the target site, resistance was felt and the coil was pulled back once. The physician noted that the second coil was pulled back from the target aneurysm attaching to the third coil. The third coil was removed from the (mc) microcatheter and out of the patient's body while the second coil was remained inside the mc. However, the second coil was successfully removed with the mc as a unit. The procedure was completed using other coils, and there was no patient injury.

Manufacturer narrative:
Additional information indicated that the microcatheter utilized was unknown (manufacture or brand). The products were flush per (IFU) instruction for use guidelines, and the microcatheter was not re-shaped. Constant and dedicated flush was maintained through the microcatheter at all times, and during advancing, the drip was adjusted when the coil delivery system was inserted. In between exchanges, the microcatheter was flushed. Prior to inserting in the patient, the coils and delivery systems were not damaged. The coils introducers were seated correctly on the hub. After removal, the delivery systems or coil (unraveled/stretched/kink/bend) were not damaged. The microcatheter received along with the coils was identified as a prowler microcatheter. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00076.